Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure an in.pact av access balloon was used to treat a lesion located in the cephalic vein in the right arm. During the procedure a dissection occurred which was treated with stenting. The patient recovered. The investigator assessed this event to be related to the index device. Patient recovered. Please note that this device (in.pact av access) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (in.pact admiral ).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.